Event description:
It was reported that the patient was brought to the ER following multiple inappropriate shocks. Deep breathing and coughing elicited noise as well as one high impedance measurement of greater than 2500 ohms. The rv lead was replaced and no further patient complications were reported as a result of this event. Further information recieved states oversensing and high impedance were observed.

Event description:
It was reported that the patient was brought to the ER following multiple inappropriate shocks. Deep breathing and coughing elicited noise as well as one high impedance measurement of greater than 2500 ohms. The rv lead was replaced and no further patient complications were reported as a result of this event. Further information received states oversensing and high impedance were observed. It was reported that the patient was brought to the ER following multiple inappropriate shocks. Deep breathing and coughing elicited noise as well as one high impedance measurement of greater than 2500 ohms. The rv lead was replaced and no further patient complications were reported as a result of this event. (B)(6) 2008: lead was returned. Further information received states oversensing and high impedance were observed. (B)(6) 2011 an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that the patient was brought to the ER following multiple inappropriate shocks. Deep breathing and coughing elicited noise as well as one high impedance measurement of greater than 2500 ohms. The rv lead was replaced and no further patient complications were reported as a result of this event. Further information recieved states oversensing and high impedance were observed. Impedance, high interference oversensing shock, inappropriate.